Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat persistent atrial fibrillation (a fib). It was reported that upon insertion of the ablation catheter there was a lack of aspiration with the sheath. The ablation catheter was removed to check the rate of back flow in the sheath. When that resulted in a normal flow, the ablation catheter was reinserted but the issue reoccurred when they tested the aspiration. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath has been received for analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and the dilator was found to be returned while still in place inside of the sheath. Next, the sheath was tested for leaks by testing aspiration and irrigation, but the test could not be completed due to leaking the came from the sheath's handle. The sheath valve was then observed under a microscope where a tear was found near the center slit of both the internal and external valves. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of cause traced to device design' for the damage seen to the internal valve. Separately, the cause for the external valve damage was determined to be due to transportation and storage during the device's return as having the dilator inside the sheath during prolonged periods of time and sterilization can cause the external valve to deform. Investigators were unable to determine any cause for a loss of aspiration due to the issues encountered during testing.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat persistent atrial fibrillation (a fib). It was reported that upon insertion of the ablation catheter there was a lack of aspiration with the sheath. The ablation catheter was removed to check the rate of back flow in the sheath. When that resulted in a normal flow, the ablation catheter was reinserted but the issue reoccurred when they tested the aspiration. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.